Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received having generated an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the data. The fluid leak test was run, and fluid was observed to leak from a tear in the unexposed portion of the soft cannula and a tear in the exposed portion of the soft cannula. The commutator cap was inspected under magnification and evidence of fluid contact was observed. The tear in the unexposed portion of the soft cannula can be confirmed as the cause of the fluid on the commutator cap, and subsequent rotational sensor malfunction and reported 0x40 hazard alarm. The exact cause and timing of the tear in the exposed portion of the soft cannula could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the internal portion of the cannula and another tear in the exposed portion of the cannula. The device was originally reported for a hazard alarm during operation.